Manufacturer narrative:
Manufacturing device history record review was not performed due to the age of the device. Evaluation of the returned product showed wear and tear damaged enclosure, front cover, tank cover, and line cord. The pole clamp had a broken handle. The pump was noisy. The dual thermistor was corroded and the printed circuit board (pcb) and power switch were outdated. The results of the investigation do not implicate a service process issue. The root cause was determined to be an old style pcb that had the power switch soldered to it which the damaged the connected and caused intermittent or no power. Actions taken to correct the reported problem included: replacement of the pcb and power switch. . No product information has been provided to date. Health professional this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device has a bad power switch. No patient injury has been reported.